Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positives occurred. Repeat testing was performed. Patient was treated based on initial results. There were false positives. The following information was provided by the initial reporter false results communicated to the clinician. Patient treated firstly by antibiotics. Then they realized rapidly after repeating the test from a fresh new sample buffer tube that it was a false positive. Then treatment was stopped and no negative impact on patients.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive". Customer reported that they observed repeated instances of atypical amplification curves and suspected false positive results for cdiff on instrument side b, positions b10 and b11. Fse was dispatched and replacement of the heater mux board on instrument side b was performed. The instrument was calibrated and a qualification test was performed. The instrument was returned to the customer compliant and fully functional. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an elf/fai of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument ct1043 and no additional work orders were observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis is not performed. Complaint is confirmed by service. The root cause cannot be determined with the information provided. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positives occurred. Repeat testing was performed. Patient was treated based on initial results. There were false positives. The following information was provided by the initial reporter false results communicated to the clinician. Patient treated firstly by antibiotics. Then they realized rapidly after repeating the test from a fresh new sample buffer tube that it was a false positive. Then treatment was stopped and no negative impact on patients.